Event description:
Elderly male in ed had a newly opened disposable finger pulse oximeter on. The pulse oximeter was taped in order for it to remain on the finger and obtain an accurate reading. When the tape was removed, the wires were exposed resulting in a shock to the patient. There was no injury to the patient from the shock. Our health system has just recently started using this brand of disposable pulse oximeter. In order to obtain an accurate reading the staff must "play with it" and tape it to secure it. To my knowledge, there have not been any other incidents of shocking patients.======================manufacturer response for masimo set pulse oximeter (per site reporter).======================nothing such as this has previously occurred to his knowledge. He will pick up the device next week.